Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter: after successful puncturing, nurse found there was unknown white foreign matter attached on the needle during withdrawing the needle, it could be observed by eyes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-02. H6: investigation summary: a device history review was conducted for lot number 0063946. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced foreign matter in or on the device cannula/needle/catheter. The following information was provided by the initial reporter: after successful puncturing, nurse found there was unknown white foreign matter attached on the needle during withdrawing the needle, it could be observed by eyes.